Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. Customer primed infusion set tubing and resumed insulin delivery. Customer¿s blood glucose level was 143 mg/dl.